Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A surgeon reported that he appears to be having descemets membrane detachments on the primary incision, in approximately one out of four cases. According to the surgeon, he notices this at the end of the procedure, when he is hydrating the wound. The surgeon did not provide the actual number of instances this has occurred. Following the report from the surgeon, a company representative was present for a week, during the surgeon's cases and he did not notice any incidences of the reported issue. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no additional information about the reported events was reported by the customer. No sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).